Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but the clip failed to release from the catheter. Tthe procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but the clip failed to release from the catheter. Tthe procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the over sheath assembly was not returned with the device. Functional evaluation was performed, and the clip assembly would not open but could be deployed. Two distinctive clicks were heard. The clip prongs were not locked into the capsule and a kink was noticed in the control near the center of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.